Manufacturer narrative:
Without a lot number a review of the manufacturing records could not be conducted. The medical records provided indicate the patient experienced hernia recurrence. Recurrence is listed as a known adverse event in the instructions-for-use. The medical records indicate a total of three bard davol mesh devices were implanted. This file represents the composix e/x mesh (#3) which was implanted on (B)(6) 2005. Additional MDR's were created to address the two other bard davol mesh implanted. With the currently available information, there is no way to determine whether the bard meshes may have caused or contributed to the problems reported. The patient had multiple abdominal and pelvic procedures with previously noted complications prior to implant of the bard meshes. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum to the previous report. This supplemental is being sent to show that a manufacturing review was performed for the composix e/x mesh as a lot number was provided. With the current information available no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The patient was diagnosed with right direct inguinal hernia and underwent repair of the recurrent right groin hernia with implant of a non-bard davol "dual mesh." In (B)(6) 2005, the patient was diagnosed with a ventral hernia with a pelvic defect and underwent revision procedure with implant of a non-bard davol "surgipro" mesh. In (B)(6) 2005 the patient underwent repair of multiple recurrent ventral hernias with implant of a bard composix e/x mesh and explant of the non-bard davol "surgipro mesh." Three years later on (B)(6) 2008 the patient was diagnosed with a recurrent right inguinal hernia and underwent repair with implant of a non-bard davol "surgipro" mesh. The details for this procedure did not indicate that the bard composix e/x mesh (mesh #3) was visualized or manipulated.

Manufacturer narrative:
Without a lot number a review of the manufacturing records could not be conducted. The medical records provided indicate the patient experienced hernia recurrence. Recurrence is listed as a known adverse event in the instructions-for-use. The medical records indicate a total of three bard davol mesh devices were implanted. This file represents the composix e/x mesh (#3) which was implanted on (B)(6) 2005. Additional MDR's were created to address the two other bard davol mesh implanted. With the currently available information, there is no way to determine whether the bard meshes may have caused or contributed to the problems reported. The patient had multiple abdominal and pelvic procedures with previously noted complications prior to implant of the bard meshes. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The patient was diagnosed with right direct inguinal hernia and underwent repair of the recurrent right groin hernia with implant of a non-bard davol "dual mesh." In (B)(6) of 2005, the patient was diagnosed with a ventral hernia with a pelvic defect and underwent revision procedure with implant of a non-bard davol "surgipro" mesh. In (B)(6) of 2005 the patient underwent repair of multiple recurrent ventral hernias with implant of a bard composix e/x mesh and explant of the non-bard davol "surgipro mesh." Three years later on (B)(6) 2008 the patient was diagnosed with a recurrent right inguinal hernia and underwent repair with implant of a non-bard davol "surgipro" mesh. The details for this procedure did not indicate that the bard composix e/x mesh (mesh #3) was visualized or manipulated.